Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2020-00528. Concomitant medical products: articular surface with locking screw item# 00599404214 lot# 62215594, stem extension offset 13mm dia x 100mm length item# 00598802013 lot# 62464647, tibial block and screws precoat size 6 10 mm thickness item# 00598800627 lot# 61569209. Report source: (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately five years and ten months¿ post implantation due to implant fracture. The locking screw from the insert was fractured. The tibial component was also revised due to unknown reasons. There is no additional information at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was reported in error. The initial report was submitted in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined that this device was reported in error. The initial report was submitted in error and should be voided.